Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced error 25580. Power cycling the system didn't fix the issue. The customer used patient side manipulator (psm) 2 and psm 3 to continue the procedure. This issue was previously reported and has returned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon disabled the use of arm due to the issue. The procedure date was (B)(6) 2026. The surgeon was dr. Wang, and the procedure was a radical prostatectomy. The procedure was completed with two arms since psm 1 was disabled.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the cable between the remote arm controller (rac) and the patient side manipulator (psm). The system was verified and ready for use.